Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device failed preventative maintenance (downstream occlusion (dso) bubble)" was confirmed. During visual inspection it was found the dso seal was detached. The device event log/alarm history was reviewed and there are no errors related to the customer complaint. The dso was replaced and all tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, "the device failed preventative maintenance (downstream occlusion bubble)"; during device evaluation it was found that the downstream occlusion seal was detached. There was no reported patient involvement.